Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that no other findings were available. The field service engineer verified and confirmed drawers could access all pockets individually. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure and unable to access pockets. The customer reported that there was a delay in patient workflow. There were no adverse events or injuries reported based on this incident.